Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was toning every few minutes. Interrogation showed n o alerts. Magnet exposure was suspected, although a magnet source was not able to be identified. It was also reported that fast ventricular tachycardia (vt) was observed on a hospital strip chart recorder, however interrogation showed no episodes. It was found that the patient had applied a magnet to the device 2300 times, shook the electrocardiogram (ECG) leads to create false episodes, and alleged palpitations and chest pain in order to get painkillers. The device was functioning properly and alerts were turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.